Manufacturer narrative:
The device evaluation did confirm the user's experience. The probe tip was broken at 14mm from the distal end. Scratches were found on the probe and in a similar site on the electrode of the grasping section indicating that the probe tip likely made contact with something hard. In addition, the teflon pad was found with a minor dark charred stain in the center and slightly melted at the distal end section. In addition, the device was tested using an esg-400/usg-400 and error code "u509" (probe damage) was displayed.

Event description:
Olympus was informed that during a laparoscopic assisted vaginal hysterectomy, the user reported a cracking sound when the device was first used to cut a fallopian tube. Halfway through the procedure, a probe damage error (u504) was displayed. The device was removed from the pt and the probe tip broke off during the probe check. The procedure was completed with a different but similar device. There was no pt injury reported.